Manufacturer narrative:
The customer was provided with replacement control.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the 4c plus high control vial was leaking from the cap and the operator's finger came in contact with the control material when removing the vial from the box. The operator was not wearing gloves when the exposure occurred, but indicated that there were no open wounds on the hands (cuts or scrapes). There was no exposure to mucous membranes and medical attention was not sought. The operator disinfected hands according to their laboratory protocol.